Event description:
During tkr, the tibial block fractured during use. While passing the saw through the cut slot, it made contact with the edge of the cut slot and the tibial arm snapped off. Update (B)(4) 2015: examination of the submitted tibial block by trumatch engineering confirmed breakage in zone 1 and zone 2. Previous investigations for confirmed breakage in zone 1 were determined reportable malfunctions.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed reported breakage. A DHR review was performed and no discrepancies were discovered during this review and no nonconformance's were associated with this lot. Follow-up correspondence with the complainant found a stryker dual cut sagittal blade ref 4118-127-090 cut edge 18mm cut depth 90mm thickness 1.27mm was used during the surgery. The blade used is a depuy non-recommended per sigma® knee blades - whale tail profile. Although the investigation could not draw any conclusions about the root cause of the block fracture, the non-recommended saw blade is a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.